Event description:
Customer reports to have received a no delivery alarm. Customer's blood glucose was 30 mg/dl and 280 mg/dl. Customer was able to resolve no delivery with a complete set change. Customer did troubleshoot as no delivery was a past event. Customer requested to have reservoir replaced. Customer also reported to have issue with sensor. During call customer experienced blood glucose of 59 mg/dl and treated with food causing blood glucose to elevate to 117 mg/dl. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Two opened/used reservoirs were evaluated and inspected for anomalies and none were found. Occlusion test was performed and it was concluded the reservoirs were not occluded.